Event description:
Pt reported experiencing elevated blood glucose (> 300 mg/dl), while wearing the device. They indicated that they typically infuse 26-30u insulin, per day; however, in order to manage elevated blood glucose, they increased the daily insulin total to 37u. Pt reported finding moisture, inside of the device's cartridge compartment, which they indicated was water - not insulin. Pt swabbed out the moisture and continued using the device.